Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programming changes were made in response to the t-wave oversensing (twos).

Manufacturer narrative:
Concomitant medical products: 429888 lead and dtba1q1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sense and post ventricular pace which led to inappropriate therapy delivered to the patient. The rv lead remains in use. No further patient complications have been reported as a result of this event.